Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report that he has been having problems with high and low blood glucose levels since (B)(6) 2012. The customer stated that he has been working with his insulin pump trainer as well. Troubleshooting was performed, but the customer did not know if the basal rates were programmed correctly. The customer will be checking with his hcp. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.